Event description:
A report from the user facility reported the long shaft of the instrument broke while the surgeon was debriding the wound. A figure eight suture was used to control the bleeding. There was no serious injury or report of permanent impairment related to this event.

Manufacturer narrative:
The instrument was received and evaluated. Microscopic examination revealed the instrument was broken at the lock. There was no sign of crack or mishandling. The instrument appeared to be in like-new condition. We were unable to determine the cause of the break.